Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath valve was defective. During a cryoablation procedure, a polarsheath steerable sheath was selected for use. While outside the patient anatomy, it was noted that the device valve was defective. The sheath was replaced, and the procedure was completed successfully without patient complications. No further information was provided. The device will not be expected for returned as it was discarded in the facility.